Manufacturer narrative:
Evaluation summary: upon analysis, normal battery depletion was found.

Event description:
It was further reported that lv lead and ICD were both removed and replaced.

Manufacturer narrative:
Product event summary: product performance information was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that there was an alarm on the left ventricular (lv) lead for high impedance that had spiked. The lead was reprogrammed. Later, the patient was experiencing diaphragmatic stimulation with every pace. There was question as to the integrity of the lead. The lead was reprogrammed and remains in use. It was also reported that the implantable cardioverter defibrillator (ICD) was implanted for a little over two years with a longevity estimate that was unexpected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).